Event description:
Additional info: the pt had a new endotak of the same model implanted. The entire lead was removed from service.

Manufacturer narrative:
Event conclusion cpi's analysis found: the outer insulation of the rate sensing terminal pin section is torn apart at the distal end of the terminal pin barrel. The proximal rate sense conductor coil filars. All 4, are fractured at the distal end of the terminal pin barrel. All three terminal pin legs are permantently bent at an angle. There is outer insulation abrasion through to the inner insulation tubing, adjacent terminal legs show signs of abrasion, nothing through. Fractured conductor coils and insulation damage are most likely due to a load being applied to the lead either at implant, or due to the position of the lead in the body, coupled with movement. Abrasion most likely is caused by lead-on-lead (itself).